Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out of the skin after the procedure. Manual compression was used to successfully stop the bleeding. There was no reported patient injury. The device will not be returned for evaluation as it was discarded after the procedure.

Manufacturer narrative:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out of the skin after the procedure. Manual compression was used to successfully stop the bleeding. There was no reported patient injury. Additional information was requested but not provided. Based on the limited information provided and without the return of the device, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "sealant inaccurate placement complete" could not be confirmed. Procedural, anatomical, and handling factors could all have contributed to the reported event. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. No preventative or corrective actions will be taken at this time.